Event description:
It was reported that insulin pump stopped working after one and a half day after infusion set change. Troubleshooting could not be performed due to insulin pump belonging to relative of caller who has passed away. Caller was advised to upgrade on account to revel. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.